Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patients family member that the patients implantable pulse generator (ipg) was "not functioning and the battery was low." The patient is currently out of the country and the caller was provided the phone number of the company office nearest to the patient in order to follow-up within that country. The device currently remains in use. No patient complications have been reported as a result of this event.